Event description:
It was reported by the patient's grandmother that the patient feels a tingling sensation on her arm. She also indicated that the patient has had several grandmal seizures that she did not have with her previous vns. It was recommended that the patient get in touch with the neurologist regarding the reported events. No additional relevant information has been received to date.